Event description:
It was reported on july 23, 99 that during a six month follow-up on an in-situ sling procedure, it was noted that the pt had an exposed stitch which required surgery to remove. No other info is available. No product was returned for evaluation.